Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardiac monitor (icm) fell out a month after implantation. The icm was replaced. No patient complications have been reported as a result of this event.